Event description:
It is reported that the articular surface would not seat properly on the tibial tray.

Manufacturer narrative:
Evaluation summary: previous investigation has shown this type of event may occur when the posterior feet are not properly positioned before the articular surface is attempted for seating into place. As product was scrapped at the hospital and not returned, this cannot be confirmed for this event. No other reports of any nature have been received for this product lot. Compatibility for the components attempted for assembly was reviewed with no issues noted. A root cause could not be determined. Evaluation: the device history records were reviewed, and indicate the device was manufactured, inspected and packaged to specifications.